Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced device migration. The recipient underwent repositioning surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed use of the device. This is the final report.